Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating while servicing the device, it was observed that the device was getting an abnormality of error code 1127 ovp circuit fault message. It was reported there was no patient involvement at the time the issue was discovered. The issue was resolved by replacing the data acquisition printed circuit board assembly (pcba). The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Should the da pcba board be returned at a later date, this complaint may be reopened to document the root cause analysis.